Event description:
The facility reported that a pt was scheduled for a diagnostic heart catheterization procedure. Prior to any angiograms being performed, the physician alleged that air was injected into the pt's left coronary system. The staff stated that the multi-pt disposable set (mpat) and the single-pt disposable set (spat) were setup and purged according to protocol and that visual inspection of the spat was performed as well as a testing of the hand controller of the saline and also the contrast. After the physician placed the first catheter (jl4) into the body, he attached the spat while the scrub tech was tending to other equipment. The scrub tech did not observe the physician hook up to make sure that the physician aspirated blood to verify clear connections. The staff noticed a dampened waveform and told the physician to notice the pt's pressure. The physician flushed a little saline via the hand controller and the waveform improved. It is not certain if the physician then depressed the contrast button on the hand controller, but the staff believes this to have happened. The staff noticed very shortly that the pt's EKG was changing (st segments were elevating) and within moments the pt's rhythm changed to ventricular fibrillation. No cine photos were taken yet at this point. No staff visualized any air injection on the screens. CPR was performed, including intubation and administration of atropine and epinephrine. The pt recovered within 25 minutes and was extubated. The staff continued the procedure using a manifold without further incident. The pt was reportedly going to be discharged the next day. No air injection was visualized on cine or under fluoroscopy, and no air was visualized in the disposables. The injector was used on two other procedures/pts after this one without any further incidents.

Manufacturer narrative:
The injector was checked by medrad service and the injector performed according to medrad specification. No issues were identified with the equipment. Add'l applications training has been performed. The disposables were not retained by the customer and not available for evaluation.